Event description:
It was reported that, during a thr surgery, a ref xlpe 36 20 deg 54-56 f was not getting locked with the 54 mm od reflection three hole acetabular shell. The shell did fitted and locked appropriately with the trial liner and the replacement liner. Surgery was resumed, after a delay greater than 30 minutes, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
G3, h2, h3, and h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device does not confirm the stated failure mode. The returned liner has damage among the base and locking detail, more than likely from attempted insertion. A dimensional inspection was attempted, but the device was too damaged from the attempted insertion to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. D10: add concomitants. G2: report source update.